Event description:
The user facility reported that during a therapeutic colonoscopy, the physician could not retract a polyloop from an ensnared polyp in the sigmoid area of the patient. The physician reportedly cut the handle of the polyloop, removed the colonoscope from the patient, and inserted a similar, but different colonoscope in parallel to the polyloop wire. The physician then utilized an olympus loop cutter to cut the polyloop and a non-olympus hot biopsy snare was then used to ligate the polyp and remove the polyloop. The procedure was reportedly completed with no patient injury. The user facility reported that this event occurred during the physician's initial use of this device. The user facility confirmed that an olympus sales rep had provided prior training on the use of this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The cause of the user's experience cannot be conclusively determined at this time. The physician referenced in this report has successfully used this device in following procedures. This report is being submitted as a medical device report in an abundance of caution.